Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 5 years. Through follow up, the surgeon described that the patient had a paravalvular leak caused by bacterial process; the surgeon related that the patient was treated as an endocarditis. It was further noted that the device was not the cause of the infection. No other details were provided.

Manufacturer narrative:
Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the device was not returned to edwards, therefore, the root cause of this event could not be confirmed. However, the surgeon has indicated that the device was not the cause of the infection.